Manufacturer narrative:
(B)(4). Reported event of sheath partial detach. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex¿ biliary rx stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015. The stent was placed to treat a 2cm malignant mass at the head of pancreas. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, when the handle was pulled back, the blue outer sheath distal to the guidewire port detached. The procedure was completed with a different size wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was fully-mounted on the delivery system and the outer sheath was broken at the connection of the proximal exterior tube and the guidewire access sheath. Additionally, there was a bend in the clear outer sheath at the distal end of the device. Functional analysis found the stent would not deploy due to the break in the outer sheath. However, it was possible to manually deploy the stent after dissection of the device. When the device was dissected, the inner shaft was found to be kinked at the distal end in multiple places. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint; the device was returned with the outer sheath broken and the stent fully mounted on the delivery system. The damage to the outer sheath discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex¿ biliary rx stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2015. The stent was placed to treat a 2cm malignant mass at the head of pancreas. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to stent placement. During the procedure, when the handle was pulled back, the blue outer sheath distal to the guidewire port detached. The procedure was completed with a different size wallflex¿ biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.